Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was initially placed with good sensing and thresholds. However, after the tether was cut, the ipg lost capture, and exhibited a drop in sensing. The physician suspected that the ipg had experienced a microdislodgement, and the ipg was successfully retrieved via snare. A new leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.